Manufacturer narrative:
H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-manufacturer narrative: iop elevation from baseline, significant glare and/or halos, non-reactive pupil, pupillary block, additional yag iridotomy, severe intraocular inflammation, and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with elevated iop, pupil block, glare/haloes, blurred vision, unreactive (fixed) pupil, persistent postop inflammation and significant pigment dispersion. Addition of new surgical pi was performed. Lens was exchanged for a shorter length lens and problem resolved.